Manufacturer narrative:
The calibration and qc were acceptable. Gammopathy was excluded, although the kappa free light chain and gammaglobulin results are increased, visible in the electrophoresis results. Further investigation could not be performed due to the lack of information provided and the inability to send the sample. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable tina-quant cystatin c gen. 2 and creatinine jaffé gen. 2 results for 1 patient on a cobas 8000 c 701 module that were used to calculate the (gfr) glomerular filtration rate. The alleged calculated results did not fit the clinical status of the patient. Sample 1: on (B)(6) 2024 the cystatin c result was 2.65 mg/l. The calculated (gfr) glomerular filtration rate was 19.9 ml/min. Sample 2: on (B)(6) 2024 the cystatin c result was 2.38 mg/l. The calculated (gfr) glomerular filtration rate was 22.9 ml/min. The creatinine result was 0.88 mg/dl. The calculated (egfr) glomerular filtration rate was 72 ml/min. Sample 3: on (B)(6) 2024 the cystatin c result was 2.07 mg/l. The calculated (gfr) glomerular filtration rate was 27.6 ml/min. This medwatch will apply to the tina-quant cystatin c gen. 2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the creatinine assay. The samples were repeated due to the patient having no known illnesses and did not take any medication.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.